Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the hub of a 6f extra back-up (xb) 3.5 two side-hole vista brite tip guiding catheter was suspected to be cracked and the y-connector connection was unnatural. There were no reported injuries to the patient. The device was being used during a percutaneous coronary interventional (pci). One non-sterile ¿6f .070 xb 3.5 sh 100cm¿ unit was received for evaluation. During visual inspection, a crack was observed on the luer hub. Additionally, an unknown device was attached to the hub of the catheter. For microscopic analysis, amplified images of the crack were taken with a vision system. Sem analysis was also performed. Results showed the crack was located along the top of the hub with prolongation observed along the body. The border of the crack presented evidence of plastic deformation and fatigue striation patterns. The reported "luer hub-cracked" was confirmed. The returned unit presented with a cracked condition on the luer hub. Plastic deformation and fatigue striations found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the hub of a 6f extra back-up (xb) 3.5 two side-hole vista brite tip guiding catheter was suspected to be cracked and the y-connector connection was unnatural. There were no reported injuries to the patient. The device was being used during a percutaneous coronary interventional (pci) procedure. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the hub of a 6f extra back-up (xb) 3.5 two side-hole vista brite tip guiding catheter was suspected to be cracked and the y-connector connection was unnatural. There were no reported injuries to the patient. The device was being used during a percutaneous coronary interventional (pci) procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.